Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had the ipg explanted approximately (B)(6) 2016 for an unspecified reason. The lead was left implanted.